Event description:
It was reported that the surgeon reported an electrical arc during surgery. As a result, the patient received an intestinal burn which required a resection. The surgery could go on but there is no current information on the patient¿s health.

Manufacturer narrative:
This device is used for therapeutic purposes. Device info: lot number unknown. Concomitant devices: cev605g - scissors insert cev605g 3pk 350mm, lot 120702. Manufactured 07-2012; cev1039g5 - handle cev1039g5 dia 5mm ang insulated, lot 101001. Manufactured 10-2010. (B)(4). Product evaluation: product analysis found that the insulation of the tube (cev 649-5b) returned is burnt at the screw thread level at distal end. The I nsulation is not the original one. The dimensions and the material of the insulation are not conforming and do not comply with our manufacturing specifications. The insulation of the returned tube has been modified by a contractor not qualified by medtronic. This modification is very likely the origin of the reported incident which is the consequence of non-conforming and too short insulation which has led to an insulation fault and an electric arc. The black plastic sleeve (cev605g) is burnt at its extremity, which is in contact with the tube (once assembled). The blades present some traces of impact. The burn on the plastic is the consequence of the formation of an electric arc responsible for the reported incident. The origin of the electric arc is probably the insulation fault from the tube modified outside medtronic. The handle (cev1039g5) was returned with the tube and insert. No functioning issue detected. Standard maintenance repair necessary; returned to customer. During analysis, this device was proven to be remanufactured by a contractor outside of medtronic; therefore we are no longer considered to be the device manufacturer. Because we cannot effectively identify who modified the device we are submitting this MDR in due diligence.